Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Noise episodes were witness in clinic. The lead was capped and replaced. It was also reported that during the ra lead replacement, setscrew of the implantable pulse generator (ipg) device was stripped and exhibited no torque sound when engaged by the wrench. The device was explanted and replaced. No patient complications have been reported as a result of this event.